Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the patient squeezed the right eye causing loss of suction with three seconds left of the laser portion of a laser assisted cataract procedure. Haze was noted on the epithelium, once the haze cleared during phacoemulsification the appearance of partial lens fragment pattern on the back surface of the cornea was noted. The procedure was unable to be completed. Additional information received states the patient was seen one day postoperatively and the pattern was still visible but was improving. The patient was reported as doing well and will be seen at a later date for additional follow up.

Manufacturer narrative:
No further information was able to be obtained from this customer. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to patient movement. The manufacturer internal reference number is: (B)(4).